Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The pd therapy is ongoing. The cause is unknown. The patient is taking an unknown antibiotic (dose, route and frequency unknown) for peritonitis. Patient outcome was not reported. No further information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12j15038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted.